Event description:
Reporter indicated that an hp handheld computer's screen was freezing. Troubleshooting did not resolve the issue. A new handheld has been sent to the site. Good faith attempts to obtain the old handheld for analysis have been unsuccessful to date.